Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump¿s black box showed no evidence of any alarms, errors, or warnings related to the complaint. During testing, the pump was able to successfully complete a rewind, load, and prime sequence without any priming issues. The pump was exercised for 24 hours with no issues with the prime function. The force sensor calibration was within required specifications. The pump cover was opened and no damage was found to the force sensor circuit. The complaint could not be verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.